Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) and introducer sheath were returned, the stent was not returned. The introducer sheath was noted to be intact. The sdw was noted to be kinked/bent at the distal end. Functional inspection was not performed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event: 'stent partial deployment' could not be replicated as the stent was not returned. However, the analysis results are consistent with reported. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. The device was not confirmed to be in good condition prior to use. Continuous flush was set up and maintained throughout the clinical procedure. When removing the system from the dispenser hoop the proximal end of the introducer sheath and the delivery wire were held together. When the stent introducer sheath was correctly seated in the microcatheter hub, the rotating hemostatic valve (rhv) was tightened, and it was confirmed that there was no movement of the introducer sheath. Same microcatheter was used to finish the procedure. During analysis, the sdw was noted to be kinked/bent at the distal end. The introducer sheath was noted to be intact. The stent was not returned. There is insufficient information available to determine exactly what happened which led to the damage but as per the information provided in the responses it stated that the device was not confirmed to be in good condition prior to use which contradicts to the dfu which states "carefully inspect the sterile package and stent system prior to use to verify that neither has been damaged during shipment. Do not use kinked or damaged components; contact your representative". An assignable cause of use error has been assigned to the reported event: 'stent partial deployment' and analyzed event: ¿sdw kinked/bent¿. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications. However, there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure, when the operator was deploying the subject stent, after mid-deployment the subject stent had to be withdrawn back into the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, when the operator was deploying the subject stent, after mid-deployment the subject stent had to be withdrawn back into the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.